Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the occurred during the preparation procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available because the propeller movement was stuck at 90 degrees. A review of the system logfiles found force sensor collision error. Upon troubleshooting actions, the fse identified that the propeller motor bolts were loose. To resolve the issue, the fse tightened the bolts. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was updated.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.